Event description:
Programming history was reviewed on 04/27/2016 and showed system diagnostic tests performed on (B)(6) 2015 gave high impedance results. The device was not programmed off on (B)(6) 2015 after the high impedance was noted. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the suspect product had not been discarded but has not been received by the manufacturer to date. No further relevant information has been received to date.

Event description:
Product analysis for the generator was completed and approved. T battery voltage was confirmed to be depleted. The low battery voltage condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation.

Event description:
The generator was received for analysis. Product analysis is underway but has not been completed to date.

Event description:
It was reported that the patient's generator was fully depleted. During replacement surgery, after the new generator was inserted into the old lead, high impedance was detected. The surgeon visualized a lead fracture. The patient's lead was replaced. The explanted products were discarded. No further relevant information has been received.